Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. A balance middleweight ii guide wire (gw) tip was noted to be fractured but still intact (confirmed not to be a separation). The gw tip punctured through the midshaft of an unspecified balloon catheter. The gw and balloon catheter were removed as a single unit. The unspecified coating partially peeled off of the core but it remained intact with the gw. It was confirmed that the coating was removed with the gw and nothing was left in the patient. A new unspecified gw and an unspecified balloon were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Device analysis noted there was no separation or peeling. The teflon coating was scraped sporadically. Due to the device analysis and the physician confirming there was no reported separation, the reported fracture will be interpreted as kinked.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned guide wire, and the reported kink was confirmed. The reported guide wire peeling was unable to be confirmed. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported core separation and difficulty to remove appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Adverse event problem: device code 1069 was removed and replaced with code 2889.